Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device is giving unprecise spo2 values, approximately 5% deviation. No known impact or consequence to patient.

Manufacturer narrative:
Additional information from the customer "the device measures accurately, but the displayed values in the device are not transmitted to the sleeping lab" . The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device was able to transmit parameters to a display device. The unit was determined to be functioning as designed., corrected data: